Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 11 mg/dl, a seizure, apnea, broken ribs, and a coma. The cause of low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Reportedly, customer required cardiopulmonary resuscitation (CPR). Bg was treated with intravenous dextrose, and customer was also given an unspecified seizure medication. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.